Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a completely broken grip a a piece approximately 0.6545" x 0.2220" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do show damage. The conductor wire is broken. Additional observation related to customer reported complaint: the instrument was found to have a broken conductor wire at the grip hub. This is caused by completely broken grip tip. Electrical continuity was not performed because of the missing grip tip piece. Additional finding not related to customer reported complaint: the instrument was found to have grip input disk broken. Input disk 6 was found broken from the inside of the housing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument had a bent grip tip. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no fragments noted according to the staff and only a bent tip. It was unknown whether the patient had returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. The reporter provided some patient demographics.